Manufacturer narrative:
Pump received with broken battery tube thread noted. Pump received with high stop current due to c13 voltage leak on interface board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump damaged at battery compartment and also had battery issues. The customer's blood glucose value was 6.5 mmol/l. The device will be returned for analysis.